Event description:
This event was reported to sunrise customer service on (B)(6) 2006 via phone call from (B)(6). Subsequently provided MDR# 1034630-2006-0036 to (B)(4), us agent for (B)(6) on 2006. (B)(6) claims she was injured because (of) the wheels on her daughter's walker. She claims the wheels have always been wobbly and always get caught. She fell on her knee. Her daughter was not injured. The unit has not been received for eval.